Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 300 mg/dl and an unspecified level of ketones. Cause of event was due to a bent infusion set tubing. Type of infusion set used was not reported. Bg was treated with intravenous insulin and fluids. Reportedly, customer left the ER a few hours later with the issue resolved and no permanent damage.